Manufacturer narrative:
Product ID: 2067l, serial# (B)(4), product ID: 229047, serial# (B)(4).

Event description:
It was reported the programmer was started normally. An implantable cardioverter defibrillator (ICD) was interrogated and the battery was tested. Change to battery/lead screen was attempted but programmer went to vvi safety stimulation mode and no changes with pen on screen were accepted. The programmer was turned off some seconds later but the screen was frozen in five lines and programmer couldn't be used anymore. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; screen/display worked without deviations. No errors were found in the programmer log files. If information is provided in the future, a supplemental report will be issued.